Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no applicable history. The customer issue of damaged battery compartment was confirmed. Further investigation found a buckled upstream occlusion (uso) seal. The uso seal was replaced. Due to the extent of repairs required, the device was deemed beyond economic repair (ber).

Event description:
The customer returned the product for damaged battery compartment and door during device analysis; a buckling upstream occlusion seal was found. There was no patient involvement.